Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot # n178418, implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2015, the issue reported was ¿baclofen dose was doubled.¿ the patient reported to his physicians. A dye study and volume check were done and both were consistent with no problems. The patient status was reported as ¿alive-no injury.¿ no additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
2015-09-15 additional information was received from a healthcare provider (hcp) via a company representative. The patient had significant withdrawal symptoms which include a significant increase in spasticity after the pump was replaced in (B)(6). The dose per day was increased without relief in patient's spasticity. There was significant fluid collection at the pump site, but no evidence of catheter damage. A catheter dye study was performed (date unknown). The reservoir volume has been in accordance to what is expected at refill appointments. The pump and catheter were replaced on (B)(6) 2015. Patient status was alive; no injury. The pump was delivering gablofen 2,000 mcg/ml; 350 mcg/day.